Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a replacement device. Stryker evaluated the customer's device and was not able to confirm the reported issue that the device fails to power on. Root cause could not be established. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.